Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board will need to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module and sensor board. The active exhalation control module and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failing was due to physical damage to the solenoid valve. The ac inlet connector was returned to the manufacturer for evaluation. The ac inlet connector was evaluated and the root cause of the ac inlet connector failing was physical damage to the male connector. The sensor board was evaluated and was found to operate to design specifications.

Manufacturer narrative:
The manufacturer previously reported an issue with the device's sensor board. An additional issue was found during service. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.